Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose readings from the pump. The customer's blood glucose was 37 mg/dl and she drank a coke to treat it. The customer stated that she disconnected the set from her body and she could not see the insulin coming from the tubing. The customer stated that she checked her blood glucose again and it was 434 mg/dl. The customer treated for the high readings with the pump. The customer was advised to call back to troubleshoot.